Event description:
Additional information: it was reported that the patient had an infection with a control smear in august that showed neisseria subflava at the percutaneous site.

Event description:
It was reported that on (B)(6) 2016, a control smear from the percutaneous site showed staphylococcus epidermidis and neisseria subflava. The patient received antibiotics.

Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an infection at their percutaneous site. A smear came back positive for staphylococcus epidermis. An electrocardiogram, echocardiogram, computed tomography (CT) thorax were performed, and the patient was given antibiotics. No further information was provided.